Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when setting up, an adapter error (yellow triangle with exclamation point) was noted. The device also beeped like firing was completed and the knife blade retracted but the reload was only partially fired. Firing sequence was not completed. Reboot was performed and a new operating system was installed with no success. The handle and adapter were replaced. There was no patient injury.